Manufacturer narrative:
(B)(4). Batch #: t93a1t. Investigation summary: the handpiece was received disassembled and the nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect the remaining components. The moisture indicator was positive and the acoustic isolator was torn. Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the handpiece was damaged at the screw thread level during the installation. It was not used on the patient. So, no patient consequence. Use of another handpiece to begin the procedure.